Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
A literature review identified the article, rius x, gonzalez-morgado d, cardona jp, hachem ai. Two-stage surgical management of septic pseudoarthrosis of the clavicle using a tricortical iliac crest autograft: a report of two cases. Jses reviews, reports, and techniques. 2025 nov;5(4):1077-1081. Doi: 10.1016/j.xrrt.2025.05.002. Pmid: 41179424; pmcid: pmc12573611. In this case report, two (2) patients with pseudoarthrosis (nonunion) of a midshaft clavicle fracture were treated in a two step approach. The first was to remove prior hardware and administration of intravenous and oral antibiotics to treat septic infection. In addition, a cement spacer was hand molded using 40 g of vancomycin and gentamicin-loaded cement. Three (3) months after the initial surgical step, both patients had the cement spacer removed and a tricortical anterior iliac crest bone graft harvested. The bone graft was fixed with two (2) 3.5mm compression screws. Lastly, the construct was reinforced with an acumed 10-hole precontoured clavicle plate. One (1) patient needed an additional 8 weeks of antibiotics from a positive culture during the second surgery. Both patients achieved clinical and radiographic union and complete healing between 3 to 6 months. In addition, both patients had a reduction in their visual analog scale (vas) pain scores at 12 months post operation. Each patient also was assessed for functionality using the disability of the arm, shoulder, and hand (dash) score, constant-score, and simple shoulder test. Functionality was improved for both patients. The first patient had their plate removed 30 months post operation due to hardware-related pain; however, all cultures were negative for infection.